Event description:
Small changes in wedge weighting change the dose distribution drastically.

Manufacturer narrative:
The problem is caused by masterplan assuming that the final cumulative meterset weight (fcmw) of a motorized wedge beam is always 1. In this case the fcmw was 100 causing the mu for the wedged segment of the motorized wedge beam to be a factor of 100 too small. The problem occurs when using the beam weighting tool to change the effective wedge angle for a beam having fcmw other than 1. This situation could only occur from imported plans not originating from masterplan. The problem is limited to a display error in the beam weighting tool and the probability of mistreatment is very small.